Manufacturer narrative:
Concomitant product: 5076 lead implanted: (B)(6) 2016.

Event description:
It was reported that the two attempted left ventricular (lv) leads exhibited high impedance, high thresholds and non-capture. An ultrasound of the heart revealed a dissection of the coronary sinus. The patient did not ultimately receive an lv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.